Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check found the occlusion may have been related to the infusion set site. Reportedly, customer changed the infusion set and insulin therapy was resumed. Type of infusion set was not reported.